Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section e1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high definition lcd monitor screen blacked out. The problem was resolved when the power was turned off and on. The issue occurred during a diagnostic screening test. And it was completed with the same device. The device was inspected prior to being used in the procedure, and no abnormalities were found. There were no reports of patient harm associated with the event.